Event description:
Follow-up identified the physician only cut the paddle portion of the lead during the initial implant. Subsequently, an additional surgery took place on (B)(6) 2017 wherein the remaining portion of the right occipital lead was explanted and replaced with a new lead in the same location.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two scs systems, occipital and thoracic. The patient received two leads with the same lot number. It was reported the patients' right occipital lead protruded outside the skin during implant. As a result, the physician opted to explant the lead.